Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was locked in the rewind mode and alarmed motor error and off no power. The blood glucose reading was 86 mg/dl. The customer stated that the insulin pump may have been dropped when he slipped on a ladder; he noted that there was no visual damage to the insulin pump. Advised discontinuation and replacement of the insulin pump. Nothing further reported.